Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The customer reported system error 322 which were verified through a review of the event history log and was reproduced during evaluation. Evaluation determined the caused was upper auxiliary. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced sensor error 322 (link switch error low). There was no known patient injury or medical intervention associated with this event. No additional information is available.